Manufacturer narrative:
The device remains implanted and therefore an engineering evaluation cannot be performed. A lot number was not provided and therefore a review of the manufacturing records cannot be performed.

Event description:
It was reported a patient with a three year old gore helex septal occluder implant had a large residual shunt and was symptomatic. The physician selected a 30mm gore cardioform septal occluder to close the shunt; however, he experienced difficulty obtaining optimal apposition and removed the device. A vascular plug was then implanted with no adverse effects.